Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16163. It was reported the patient experienced ineffective stimulation. Diagnostics indicated over half of the contacts were high. In turn, the competitor lead and abbott adapters were explanted and replaced to address the issue.